Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 90% stenosed lesion was located in the moderately calcified and severely tortuous distal right coronary artery. The physician initially attempted to predilate with another manufacturer's 2.5x15mm, but was unable to cross the lesion. The physician changed balloons and was able to predilate the lesion with another manufacturer's 2.5x15mm balloon inflated to 14 atm's for 30 secs. During the initial attempt, the physician advanced the taxus express2 2.5x20mm drug eluting stent in the pt, but the device was unable to cross the lesion. The physician noted, under fluoroscopy, that the stent had moved on the balloon. The physician pulled the device back to the radial, cut off the hub of the stent delivery system (sds) and withdrew the guide catheter. He tried to withdraw the sds into a non-bsc introducer sheath, but was unable to retrieve the device. The physician changed to a 7 fr introducer sheath and in doing so, when the sheath was pushed down, the stent dislodged in the ostial rca. The pushed down, the stent dislodged in the ostial rca. The dislodged stent was eventually removed with a snare. The procedure completed with another stent. No pt complications occurred. Pt status is satisfactory.